Event description:
Device 1 of 5. Reference MFR reports: 1627487-2013-02644, 1627487-2013-02645, 1627487-2013-02646 and 1627487-2013-02647. It was reported the patient had ineffective stimulation coverage. He also reported his ipg "will not take a charge" and he stopped using the system. He did not specify how long it has been since he ceased using the system. He stated he wanted his system explanted and is looking for a new physician. As the affected devices are unknown, all possible lots are being reported.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.